Event description:
Balloon leakage slow loss of balloon pressure toward the end of the case (less than optimal occlusion); when more saline was added to the balloon it ruptured.

Manufacturer narrative:
Visually it is noted that the balloon has burst. The edges of the burst are inconsistent in wall thickness and ragged. There is no evidence that the device came in contact with another instrument. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging, and this condition was not present during that time.

Manufacturer narrative:
Customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture.